Event description:
The customer sent the loaner device to an olympus service center for evaluation with no complaint. During inspection and testing, service found there was no image when tested with 180 series endoscopes. This report is being submitted for the malfunction found during evaluation (no image). There was no effect on a patient due to the event.

Manufacturer narrative:
During inspection and testing, service found there was no image when tested with 180 series endoscopes. A review of the device history record found an image defect due to a software bug was confirmed during manufacturing. The software version was updated to resolve. The device shipped according to specification. Based on the results of the legal manufacturer's investigation, it is likely there was no image due to a faulty mother board set. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.